Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module as well as an integrated circuit was damaged, most probably due to the reported external cardioversion. As a result of the damaged electronic module the device could not be interrogated properly. In a next step, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
Device was unresponsive after an external cardioversion was performed and patches were placed on the device. This device was explanted and replaced, but it has not be returned for analysis. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4).